Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy and rso due to sui and a right ovarian mass. It was reported that the patient underwent mesh removal on (B)(6) 2013 along with limited anterior colporrhaphy and cystoscopy with distention bladder biopsy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to pain, dyspareunia and incontinence. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.